Event description:
It was reported that during a davinci assisted surgical procedure that the fenestrated bipolar forceps had a cautery issue during the procedure. In a follow-up call with complainant it was clarified a backup instrument was used to complete the case. There was no report of patient harm or adverse event as a result of the reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and failure analysis found a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. Additional observation not reported were black char marks at the yaw pulley.